Event description:
It was reported when using the bd pyxis medstation system the door latch was broken.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 4 latch was failing. The field service engineer replaced intermittently failing tower door latch to resolve this issue. The field service engineer confirmed that there was a delay in dispensing medication. The system functioned as intended after the field service engineer troubleshooted the device.